Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. Rust could not be found. No corrosion was found; however, a foreign material could be identified. The distal end had a stain. The scope cover was scratched, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the distal end on the evis exera iii duodenovideoscope had rust after a one time reprocessing in the endothermo disinfector, etd-3. The issue did not occur during a procedure. No patient harm reported. During the evaluation of the device, it was noted the distal end had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of distal end had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 10-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to corrosion accelerated due to chemical agents or the chemical agent remained in gap at the distal end, and its product was detected as foreign material. It is also likely the distal end around was insufficiently reprocessed by the user after procedure; or foreign material on the distal end dried and adhered in place as the device was not immediately after procedure. The event can be prevented by following the instructions for use (IFU) which state: 5.5 manually cleaning the endoscope and accessories: ¿brush the forceps elevator and the forceps elevator recess, brush the distal end and the distal ring of the endoscope¿. Also, IFU (reprocessing manual) states as follows: 5.3 precleaning the endoscope and accessories: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.